Manufacturer narrative:
The initial report was created in error as the customer¿s blood glucose was in range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 120 mg/dl. The customer was treated with glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Customer experienced headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.